Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed due to the lack of photographic evidence of the device. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to a manufacturing issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2025, it was reported by a sales representative via (B)(4) that an abs-1094 bio delivery cannula-trochanteric nail had no laser line on long 3.2 wire. This was discovered during the case with no patient harm. Additional information per rep was received 10/13/25 that the workaround involved sequential reaming to approximate the appropriate lag screw size.